Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. The right ventricular lead exhibited loss of capture in unipolar and bipolar configurations, due to dislodgement. The lead was explanted and replaced without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).